Event description:
Customer reported having unexplained high blood glucose readings of 445 mg/dl and believes that she is not getting insulin when bolusing. Customer also mentioned having multiple bent cannulas in the past. It was noted that the customer did a set change and bolused. Customer's blood glucose readings were noted to come down to 378 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.